Event description:
Patient experienced a femur fracture while snowmobiling on (B)(6) 2010. Initial surgery was delayed until unknown stomach issue resolved. The plate was implanted on (B)(6) 2010. Surgeon released the patient to put 100 pounds of weight on the leg in (B)(6), 2011. On (B)(6) 2011 the leg started to swell. Patient went to another orthopedic surgeon and was diagnosed with a fractured plate. Patient was returned to the operating room on (B)(6) 2011 for removal of broken hardware and revision to an intramedullary nail.

Manufacturer narrative:
A review of the device history record found nothing that would cause or contribute to the reported incident of breakage. The subject product lot was accepted for all visual and dimensional criteria at the time of its manufacture and release. Investigation could not be completed, no conclusion could be drawn as no device was returned.